Event description:
Recently the nicu has noted having had disconnection at the junction of the catheter luer and t-connectors. Additional info from the account reveals the separation of the IV caused an extimated blood loss of 60% of total blood volume in a preemie that was 1 1/2 weeks old and was doing well prior to incident. The blood loss was felt to have caused a significant hypovolemia resulting in an acidotic state that required resuscitation and blood transfusion. At this time, the account reports the pt is doing well.